Event description:
It was reported that the ilet pump displayed alert 38 indicating consecutive stalled motor during the rewind process and was unable to proceed, and the user remained unable to complete a rewind after a restart and a retry without supplies. Symptoms included device malfunction with interruption of insulin delivery. Outcomes included replacement of the device and instructions to shut down the pump, continue glucose monitoring using dexcom, and return the original unit. Investigation included remote troubleshooting and verification of shipping details for replacement logistics. Investigation of this case revealed a stalled motor condition consistent with a pump motor or drive mechanism malfunction during rewind. It was concluded, based on previously established findings for similar reports, that the cause was a device mechanical malfunction. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Investigation description: complaint was confirmed and duplicated. Alert 38 was annunciated after attempting to rewind leadscrew. The device was opened and a loose screw was found between the pinion motor shaft and drive train. Alert 38 was caused due to improper assembly. Affected components will need to be replaced.